Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please provide the lot number? Do you have any photos available for visual analysis? Was the product seal on the foil still intact when the package was opened? Will the device be returned for evaluation? If yes please return all relevant packaging material. Was the procedure completed without any adverse effect to the patient? Please provide the source or name of person providing answers to follow-up questions: lot number of (B)(4): unk; 10bdbu.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, it was found that there was a foreign matter like trash in the package. The product was not used. This event was found before use. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.